Manufacturer narrative:
Additional information received indicated that the lead safety switch (lss) was triggered due to a high right ventricular (rv) pacing lead impedance with another manufacturer's rv lead. A revision procedure was performed and the rv lead was surgically abandoned. A new rv lead was successfully implanted. No additional adverse patient effects were reported.

Event description:
Boston scientific received information that the patient's remote monitoring system associated with this pacemaker displayed a red blinking light indicating the presence of a potential product performance issue. No adverse patient effects were reported. All available evidence indicates this device remains in service.